Manufacturer narrative:
The device has been returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. A mitraclip xtw was placed medial to anterior2/posterior2 leaflets but was lateral to the mitral regurgitation so the clip was inverted and retracted back into the atrium before being repositioned lateral to the first grasping location. During establish final arm angle testing the clip was locked and the clip opened to approximately 60 degrees. Troubleshooting was performed through unlocking and opening the clip to approximately 120 degrees and closing the clip, this was unsuccessful and the clip continued to open. The clip was removed. A second mitraclip was introduced and implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa) and difficult to open or close (clip jumping)). The reported improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported unintended movement associated with clip opening during efaa and clip jumping could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user deflecting the sleeve greater than 90 degrees. There is no indication of a product issue with respect to manufacture, design, or labeling.